Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387-40, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3387-40, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient¿s ¿most distal contact appeared to have moved.¿ it was noted the patient¿s surgeon ¿believed this may have occurred during tightening of the set screw.¿ it was stated the patient¿s system ¿appeared to function normally¿ and there were ¿no unusual impedances on testing.¿ it was further stated the patient had no injury and was ¿receiving therapy¿ at the time of report. It was noted the devices remained in the patient at the time of report. A supplemental report will be filed if additional information becomes available.